Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp control panel. The event occurred in (B)(6), united states. Livanova field service engineer dispatched at the facility did not confirm the issue as a precautionary measure the shaft encoder was replaced. After performing all the functional tests with positive results, the unit was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, while on bypass, a cp5 control panel was reading 2500 rpm, while the device was running at a maximum speed of 3500 rpm during procedure. Later, the unit was reported to work as per specification. There is no report of any patient injury.